Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in france.

Event description:
It was reported that post-surgery, the mesh was incorrect. There was no patient involvement. Due diligence is in process and there is no additional information available.there was no adverse event associated with this malfunction.